Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (hm 3 lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. Additionally, a specific cause for the reported event could not be determined through this evaluation. The patient is ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced right heart failure on (B)(6) 2021. The patient required high dose double inotropic support post implant. The patient was taken from the operating room to the catheter lab for protek duo right ventricular assist device (rvad).